Event description:
The micro oscillating saw was sent for eval due to overheating. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The device serial number was not provided; without the serial number the device manufacture date cannot be determined. The device is available for eval, but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.